Event description:
It was reported that a patient underwent a diagnostic coronary procedure on an unknown date. Following the procedure, the physician who is a trained user, selected a mynxgrip (5f) vascular closure device to close the access site. It was reported that one week post procedure, the patient required an injection of thrombin to resolve a pseudoaneurysm. The patient has reportedly recovered.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.